Event description:
Visit made for peripherally inserted central venous catheter removal as peripherally inserted central venous catheter leaking at exit site below op site. Bilat sutures removed. Catheter removed with ease 2 - 3" approx 2" along cath path, tear noted, diagonal slice noted. Not a puncture - continued to attempt to remove remaining catheter. Pt in venospasm - upper extremity normal, extreme venospasm persisted. Concerned for possible remaining catheter defect this "writer" very reluctant to apply any tension, pt sent to hosp for surgical intervention. Md notified for cath removal. No catheter specifications sent home with pt - length of catheter unk. Brand unk. Pt reports catheter saved by hosp staff.